Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-sep-26: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stating that the stimulator in their back doesn't work and stopped working 'on it's own'. Pt stated the implant never helped but, it 'worked' for almost a year. Pt seemed to be confused at times. Pt asked if the 'facility' can call the manufacturer to give information about the status of their implant. Pt stated the ins can't charge and they do not know where the controller is. Agent reviewed information. Pt stated that nobody ever managed the device. Pt stated a rep came and 'verified it wasn't working'. Pt stated they are disabled and in a wheelchair and it is hard to get to the doctors office. Pt was redirected to healthcare provider (hcp) to further address possible ins removal. 2025-sep-30: additional information was received from a manufacturer representative (rep). The rep reported that they will be setting up time with the patient to see if they can get therapy functioning again. 2025-oct-21 (B)(4): additional information was received from the patient. They reported that the device did not work for them. Pt needed information that its ok to get an MRI. Agent reviewed MRI guidelines. Pt said the ins was not charged up and they last charged it last week. Agent offered to walk pt through MRI mode but the pt went on saying their ins had not worked for years, they would charge the ins but it did not work to provide stimulation for their back. When the ins worked they felt vibrations but the vibrations had not worked in 2 years. Pt will go to the MRI facility tomorrow and will be calling back. Pt said they were going to see about getting the ins removed.